Event description:
It was reported that customer experienced cgm error 42 while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for performing pump reset, and successfully completed reset with no repeat of cgm error, after which customer successfully started sensor session.